Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history record could not be completed as no lot number was received. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was not tight enough on the syringe and insulin leaked from it as a result. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported that he did not screw the needle onto the syringe tightly enough, so insulin leaked out from between the needle and the syringe. Customer acknowledged user error".